Event description:
Procedure type: sleeve gastrectomy. According to the reporter: on the second firing the device only deployed half the staple line and made a crunch sound. It would not finish firing it was as if it was a partial firing but it got stuck at the midpoint. Operative time was not extended by more than 30 minutes. Unanticipated tissue loss occurred. The incision was extended by more than 1 inch.

Manufacturer narrative:
(B)(4).